Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient stated that upon sensor pod deployment, wire was still attached to the applicator. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).